Event description:
It was reported that a malfunction alarm occurred. At the time of call with tandem technical support, customer did not have a back up method for insulin delivery. Customer declined further troubleshooting. There was no adverse effect to customer's blood glucose level.